Manufacturer narrative:
Examination of the returned components revealed no defects microscopically. The device was measured and the size was confirmed. The device history record was reviewed and confirmed this lot met aga manufacturing specification prior to shipment. At the time of this report, no conclusion could be drawn. A supplemental report will be forwarded once review of the imaging is complete.

Event description:
Under general anesthesia, tee showed a 17 mm ostium secundum asd with good rims except towards the ivc. An 18 mm sizing balloon was used to stopflow and the defect measured 24 mm with echo and angio. There were some concerns about the difference between stretched and non-stretched diameter. A 24mm device was chosen and deployed through 10 f delivery sheath. During the second attempt, the device stayed in place, in good position, and was deployed. Echo showed the device in good position without residual shunt and without compromise of av valves. After 20 minutes, the pt began ventricular extra-systoles and the device was observed by fluoroscopy in the right ventricle. The pt was sent to the or, the device was removed, and the asd closed. It was noted that the defect didn't have a septum and therefore, a patch was placed into the atrial wall. The pt recovered well after surgery and was discharged in excellent condition. Cds have been received and forwarded to aga's medical consultant for review.